Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software froze. The procedure was completed successfully with a clinically insignificant delay, no impact to the patient. No medical interventions or adverse consequences were reported with this event.

Manufacturer narrative:
A review of the log files from the system confirmed the alleged event; however, the cause was not determined.

Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software froze. The procedure was completed successfully with a clinically insignificant delay, no impact to the patient. No medical interventions or adverse consequences were reported with this event.